Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing, increased threshold, crosstalk and automatic mode switch were observed due to atrial lead dislodgement. Lead repositioning is anticipated. The patient was in stable condition.